Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for spinal pain indications. It was reported that the handset was lagging at 90 for a year. Agent reviewed and guided patient through clearing the data. Patient was then able to connect to the pump without any lag. Agent emailed lag instruction to patient at their request. Patient commented their healthcare provider (hcp) mentioned they had heard complaints about this issue.

Manufacturer narrative:
Continuation of d10: product ID a820; lot/serial#: unknown; product type: software. Product ID: hh9020tdd; lot/serial#: (B)(6). Product type: section d. Information references the main component of the system. Other relevant device(s) are: product ID: a820; serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.